Event description:
It was reported that there was a detachment of a component of the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa, but did not meet release criteria and needed to be fully recaptured. After the device was fully recaptured, it was noted there was something on the tip of the device. The closure device was removed from the patient and deployed on the back table. When the device was inspected there was a blue ring attached to the device. This was the tip of the access sheath that had been removed during the recapture of the closure device. The was was then removed from the patient and exchanged for a new one. The procedure was completed and there were no other complications that occurred. The patient remained stable the entire time.